Manufacturer narrative:
.

Event description:
A report was received that the patient experienced a seroma. The patient underwent a procedure where a small aperture of surgical scar was made and aseptic fluid was drained. Medication was provided and a revision of ipg pocket with fibrous capsule was removed and washed with antibiotics. The ipg was then relocated in the same pocket. The event has resolved. This event was assessed to be is procedure and device related.

Manufacturer narrative:
(B)(4). Additional information was received that the patient was prescribed amoxicillin and clavulanic t.i.d.

Event description:
A report was received that the patient experienced a seroma. The patient underwent a procedure where a small aperture of surgical scar was made and aseptic fluid was drained. Medication was provided and a revision of ipg pocket with fibrous capsule was removed and washed with antibiotics. The ipg was then relocated in the same pocket. The event has resolved. This event was assessed to be procedure and device related.